Event description:
It was reported that the compressor would not start. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation regarding the reported compressor that did not start up has been finalized. Our field service engineer investigated the unit on-site and found out that the compressor transformer was faulty. The problem was resolved by replacing the transformer. The exchanged transformer was sent to us for further investigation. Our investigation revealed that one of the primary circuits in the returned transformer had an increased resistance that was out of specifications. Our conclusion into this matter is that the reported issue was caused by the bad conducting ability due to the increased resistance in the primary circuit. The reason why the transformer was found in this condition cannot be determined by this investigation.

Event description:
Manufacturer ref. #: (B)(4).